Event description:
It was reported that during a percutaneous coronary intervention, deployment issue occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right common iliac artery. The 9x40x75 epic vascular stent was advanced to the lesion. During stent deployment, the stent "jumped". The stent moved from the target lesion and was not deployed. The procedure was completed using a 9mm x 40mm non bsc stent. No patient complications were reported and the patient's status was good.

Event description:
It was further reported that pre-dilatation was done. The stent was not deployed at desired position but was not removed as previously reported. The physician deployed another stent to cover the residual lesion.

Manufacturer narrative:
Ae or product problem corrected - from product problem to reported issue is both an adverse event and product problem. Type of reportable event corrected from malfunction to serious injury. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).